Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. A 2.0mm x 100mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.